Event description:
Bovie, monopolar, and ligasure malfunctioned. When surgeon went to use ligasure, blue screen followed by a thick black line appeared on all screens. Message came across screen stating error code. Machine turned off and rebooted. Surgeon attempted to use again with same results. The machine was taken out of service and substituted with another machine. The procedure was completed without any untoward effects.